Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2014 to reposition the device subsequent to extrusion of the electrode lead wire. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.